Manufacturer narrative:
Additional information: medical device lot #: 9074885. Device manufacture date: 3/18/2019. Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. DHR for lot number 9074885 has been reviewed. The lot was built / packaged on nfa line2 from 18mar19 through 22mar19 for a quantity of (B)(4) units. No related quality issues or process deviations were found. Conclusion(s): the defect leakage at adapter tubing junction; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system tubing junction after use. The following information was provided by the initial reporter, translated from japanese to english: "after punctured, blood leaked from the tubing junction."

Manufacturer narrative:
The reported lot # [9074885] was not found for the reported catalog # [383512]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system tubing junction after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after punctured, blood leaked from the tubing junction."